Event description:
This case was initially received via regulatory authority (valvira) on 25-jul-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain after essure insertion") in a female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included pelvic adhesions (after old section right adnex was fastened in abdominal wall). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding disorder after essure insertion"). The patient was treated with surgery (removal of uterus and fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter provided no causality assessment for menstrual disorder and pelvic pain with essure. The reporter commented: on (B)(6) 2015 essure inserted to left fallopian tube and on (B)(6) 2015 to the right side. Diagnostic results: (B)(6) 2018, surgical findings: uterus and fallopian tubes removed without problems. Essure coils were normally in the tubes, after old section right adnex fastened to abdominal wall. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira) on 25-jul-2018. Additional information received on 07-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("tearing pain in both sides of lower abdomen") in a 38-year-old female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included pelvic adhesions (after old section right adnex was fastened in abdominal wall). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("there was a double insertion procedure because day 14 of cycle, swelling of mucosa, no visibility"). In 2015, the patient experienced menorrhagia ("heavy menstrual bleeding for 3 days, then 1.5 weeks spotting"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), oligomenorrhoea ("menstrual cycle changed from 21 days to 31 days") and headache ("headache during menstruation"). The patient was treated with surgery (removal of uterus and fallopian tubes). At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, oligomenorrhoea, headache and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device insertion, dysmenorrhoea, headache, menorrhagia and oligomenorrhoea with essure. The reporter commented: on (B)(6) 2015 essure inserted to left fallopian tube and on (B)(6) 2015 to the right side. Reason for double insertion procedure was the day 14 of the cycle and swelling of mucosa, no visibility. Outcome after coil removal is unknown, physician could not say a causality assessment. Diagnostic results: (B)(6) 2018, surgical findings: uterus and fallopian tubes removed without problems. Essure coils were normally in the tubes, after old section right adnex fastened to abdominal wall. Most recent follow-up information incorporated above includes: on 7-aug-2018: events added: menstrual pain, menstrual headache, menstrual cycle prolonged, complication of device insertion; events clarified (menstrual disorder clarified as heavy menstrual bleeding for 3 days, then 1.5 weeks spotting; pain clarified as tearing pain in both sides of lower abdomen). Outcome unknown, physician cannot assess causality. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 25-jul-2018. The most recent information was received on 16-aug-2018. His spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("tearing pain in both sides of lower abdomen") in a 38-year-old female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included pelvic adhesions (after old section right adnex was fastened in abdominal wall). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("there was a double insertion procedure because day 14 of cycle, swelling of mucosa, no visibility"). In 2015, the patient experienced menorrhagia ("heavy menstrual bleeding for 3 days, then 1.5 weeks spotting"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), oligomenorrhoea ("menstrual cycle changed from 21 days to 31 days") and headache ("headache during menstruation"). The patient was treated with surgery (removal of uterus and fallopian tubes). At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, oligomenorrhoea, headache and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device insertion, dysmenorrhoea, headache, menorrhagia and oligomenorrhoea with essure. The reporter commented: on (B)(6) 2015 essure inserted to left fallopian tube and on (B)(6) 2015 to the right side. Reason for double insertion procedure was the day 14 of the cycle and swelling of mucosa, no visibility. Outcome after coil removal is unknown, physician could not say a causality assessment. Diagnostic results: (B)(6) 2018, surgical findings: uterus and fallopian tubes removed without problems. Essure coils were normally in the tubes, after old section right adnex fastened to abdominal wall. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.